Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the multi-gas module bench and adjusting the power supplies. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the gas module iii, which may have affected o2 monitoring. No pt injury was reported.